Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the usb adaptor for the tablet device was faulty. The usb adaptor was returned to the manufacturer for analysis. When attempting to perform and interrogation, a vns therapy error message appeared saying ¿unable to open the port: the system cannot find the file specified.¿ it was identified that the white and green wires were no longer soldered on the serial cable pcb. The white and green wires are the transmit/receive data lines. After the wires were soldered onto the serial pcb, interrogation and diagnostic tests were performed successfully.